Event description:
It was reported via fax that during the physiotherapy the pt suddenly has pains in the hip. The surgeon took a x-ray and observed that the nail is broken. Please find the questionnaire attached for further info.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.